Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. The wire guide measured approx 378cm. There was approx 2.5cm of the core wire exposed beginning approx 14 cm from the distal end. The coating was peeled back in both directions from the exposed section of the core. There was a bend in the core wire approx 14cm from the distal end. The length of the coating at the distal end was measured and found to be within appropriate specs. The ide port of the returned fs-qeb-a extraction balloon showed evidence of use for a short wire exchange. The ide port appears deformed perhaps from excess force during the exchange. The damage to the wire guide appears to line up with the location of the ide port on the extraction balloon. A product-specific-discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. A review of the device history record could not be conducted because the lot number for the wire guide was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not bbe duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. The limits our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These technique described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. If add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device (s), this could contribute to wire guide coating damage. Prior to distribution, all wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qc will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp). A cook tracer hybrid wire guide was used. After two (2) sweeps, with an extraction balloon over the wire guide, the distal end of the wire guide coating began to strip. The procedure was completed with a new wire guide. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.